Event description:
I received lasik surgery on both eyes. My eyes are now so severely dry that I can't see well and it affects my quality of life. I am constantly buying and using eye drops. The amount of money I have spent on the drops greatly outweighs what I used to spend on glasses. Lasik plus. FDA safety report ID# (B)(4).